Manufacturer narrative:
Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. During troubleshooting with tandem technical support, the issue was resolved. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set tubing was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 375 mg/dl.